Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
It was reported by the patient during a call to technical services that the patient drained out 4,394 ml in drain 1 of treatment. The reported large drain of 4,394 ml was 222% of the expected drain volume of 2000 ml, which resulted in a reportable device malfunction. The patient reportedly did not feel out of the ordinary at any time during treatment. The patient's peritoneal dialysis nurse later confirmed during a follow up call that no medical intervention or hospitalization were required; the patient was asymptomatic, and continued peritoneal dialysis thereafter as normal.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is not confirmed. The exterior of the cycler shows no physical damage and the heater tray/scale was not obstructed. Two simulated treatment were performed and completed without alarms or problems occurring. A simulated treatment was performed in which the amount of fluid delivered to a pseudo-patient bag during each fill volume phase was weighed. The weighed fluid volumes were compared against the programmed fill value and the weighted values were for each fill phase were determined to be within expected tolerance for the liberty cycler. The valve actuation test, system air leak test, and the patient sensor calibration check tests passed. The load cell value and verification were within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.